Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly/motor. The pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that his buttons are sluggish and not working as they should. The customer stated that the escape button was unresponsive. The customer stated that the pump also had cosmetic damage. The customer mentioned that the damage is around the window of the reservoir compartment. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.